Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation torn; (B) (4) full lead; distal conductor stretched.

Event description:
It was reported that during the implant procedure of an ipg (implantable pulse generator), the atrial lead came out of the box with the tip conductor seperated from the ring conductor. Patient status: the implant continued with another atrial lead and the patient was safe.